Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 10/11/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/11/2014 with the following findings: pump powers with returned battery cap to a dim discolored display. Black box shows one occurrence of time/date defaulting. Testing duplicated the time and date reset to factory default settings. The pump cover was removed; a visible inspection confirmed the internal battery was leaking.